Event description:
The customer reported getting a "pads not attached" message, when connected to the device.

Manufacturer narrative:
Add'l expiration date: 12/08. The customer did not return the device for evaluation. He localized the issue to the pads adapter cable. The customer was shipped replacement hands free therapy cable. The defective cable was scrapped by the customer.